Event description:
On (B)(6) 2009, the pt reported that she pulled the insulin cartridge from her infusion device. She stated the plunger remained attached to the piston rod in the cartridge chamber which resulted in a small amount of insulin spilling into the cartridge chamber. She dried the chamber prior to the report. During troubleshooting, the plunger was detached from the piston rod. Proper removal of the insulin cartridge from the chamber was reviewed with the pt. No blood glucose concerns related to this issue were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device will not be returned for eval.

Manufacturer narrative:
No product will be returned for eval.